Event description:
High readings on her ultra meter. A medical affairs speciaist (mas) mailed a letter to the user, since the pt could not be reached by telephone to obtain more clinical info. The pt felt drowsy prior to testing and tested her blood glucose at 9:00 am and oabtained areading of 200 mg/dl. Two hours later she was in her car and pulled over because she felt groofy and was driving unsafe. Paramedics were called and the pt was taken to the ER where her blood glucose was 30 mg/dl and treated with glucose. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done, since the pt did not have control solution. Customer care agent (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, reading prior to the incident, a normal reading for the pt, whether the emts tested the pt on the meter, and how long the pt was in the hosp. The complaint is being reported since a medical professional treated the pt for hypoglycemia. However, a blood glucose reading cannot drop that low in two hours without intervention.